Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures. Shorting between conductors was found due to the inner coil being over-torqued at the connector region consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.

Event description:
During the initial implant procedure, several positions were attempted. After multiple placements, sensing was not able to be measured and there was a decreased pacing impedance was observed on the right ventricular (rv) lead. A new lead was implanted. The patient was in stable condition.